Manufacturer narrative:
(B)(4). We are in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 optiflow + adult nasal cannula detached from the connector during use. The opt944 optiflow + adult nasal cannula was replaced. There was no patient consequence.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned opt944 optiflow + adult nasal cannula revealed that the tubing was detached from the 3-way connector and stretched at both the swivel connector and manifold ends. Conclusion: we are unable to determine the cause of the reported damage to the subject opt944 optiflow + adult nasal cannula. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 optiflow + adult nasal cannula detached from the connector during use. The opt944 optiflow + adult nasal cannula was replaced. There was no patient consequence.